Event description:
This customer reported a disarm of energy in the manual mode. They switched to the AED mode and were able to deliver therapy. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported a disarm of energy in the manual mode. They switched to the AED mode and were able to deliver therapy. There was no report of any negative pt impact. The device was evaluated by a philips field service engineer, who confirmed the reported symptom and identified an intermittent connection between the therapy port and cable. Replacement of the therapy port and cable resolved the issue.